Manufacturer narrative:
Upon visual inspection, the link with fins was found to be cracked. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure one of the blades broke off the micro sagittal saw. It was reported that nothing fell into the surgical site as this was noticed away from the patient. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.